Event description:
Customer reported that the cross-arm brake is broken and that the image screens intermittently go black.

Manufacturer narrative:
Gehc service personnel replaced cross-arm brake assy. Replaced system interface pcb. Cycled system 12 times and monitored system for 1 day. Esd kit inspected and functional. System is operating as intended.